Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, as they had not previously reported or reset it for this malfunction within the last 24 hours.